Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing dizziness. Upon the patient moving his arms in different positions, the right ventricular lead exhibited loss of capture. The nurse increased the ventricular output and programmed the pule generator to unipolar configuration. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead was capped and replaced on (B)(6) 2016 due to capture issues. No additional information was available at this time.